Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, tubing was discarded; therefore a return sample evaluation is unable to be performed. Ileus is a known complication of a intestinal tube placement. Unable to determine if the device may have contributed to the event as the location of the ileus in relationship to the tubing is unknown, ileus is a known complication of a intestinal tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2017 a patient from (B)(6) underwent a procedure for percutaneous endoscopic gastrostomy (peg)tube placement. In (B)(6) 2017 the patient was admitted to the hospital due to massive gastric juices coming from the stoma. An ileus was identified with intestinal necrosis. The patient received surgical treatment. During surgery the complete tubing system was removed and a new stoma with a direct jejunal tube was placed.

Manufacturer narrative:
Reference record (B)(4). On (B)(6) the patient died of unknown causes. Multiple attempts were made to obtain additional details regarding the event; however no additional information is available about the location of the ileus with necrosis or if it was in the general location of the tubing. A new tubing set was placed in new stoma site. The new tubing placed was a non abbvie system and a direct jejunal tube placement of an enfit system. Several attempts to obtain further information from the physician have gone unanswered.

Event description:
On (B)(6) the patient died of unknown causes.